Event description:
It was reported that the pump repeatedly flipped (see mfg report # 2182207200501271). During pump replacement surgery the hcp was unable to aspirate from the catheter, so the catheter was also revised. Free flow of cerebrospinal fluid was achieved after the butterfly anchor was removed, and the catheter was cut distal to the anchor. The thick and thin wall portions of the catheter were connected using a catheter connector device. There were no patient symptoms associated with the kink. The patient recovered without sequela. The device system was used to deliver fentanyl, clonidine and bupivacaine.